Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4: expiration date and UDI updated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: updated. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection and functional test of the returned device. Visual inspection found that truespan 12 degree peek had only the deployer returned. It did not show structural anomalies. The red trigger was found activated in a normal shape. The device was not received in its original packaging. A functional test was performed to the trigger. The trigger was activated several times, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip was sliding out completely from the applier needle. The manufacturer performed an investigation with the following results: there were no implants inside the silicone tube. The process of implanting occurs after the needle penetrates the tissue, at which point the implants are deployed. As a result, contamination on the device is expected after application, due to the collection of biological fluids from the tissue. This anticipated contamination highlights the interaction between the device and the biological environment, which is an indicator that the device was attempted to be used. In this case, based on the pictures and the analysis performed in the complaints laboratory, there was no biological matter in the device returned. A procedure is used for the assembly of truespan shows how the implants must be placed inside the device. Instructions below show how the silicone tube must be placed and how the implants must be present and aligned with the device. The detail of the overall operational process of the device has a clear delineation of how each component must be arranged to ensure optimal functionality and efficacy. The alignment of these components is not merely a logistical consideration but is critical to the integrity of the operational protocol. For this particular product, the specifications regarding positioning and the requisite conditions are rigorous. It is imperative that all components adhere to these detailed guidelines, as any deviation could potentially compromise the performance and safety of the device. Moreover, a comprehensive inspection process is implemented during the assembly, which is a 100% inspection of each unit to verify that all components are correctly positioned and meet the established specifications before the device is released for use. Furthermore, all of these requirements are outlined in the procedure. This section elaborates on the necessary requirements that must be met to guarantee product quality. The sections of the truespan procedure are indicators that all the implantable components of the device must be placed within the silicone tube. In accordance with control plan which is a 100% inspection point during the assembly process and afterwards there is also a sampling plan of 9 pieces performed by quality. We have a procedure that an in-process inspection must be performed as follows: take a sample of nine (9) in-process parts prior to the sealing stage. These samples must be taken randomly from the whole lot. The lot is accepted if no defects are observed on the samples taken (c=0). This inspection must be performed in accordance with visual standards. No capas, ncs of product complaints have been open related to the defect since production started. The investigation performed showed that the production controls implemented at the non-sterile level, as well as the in-process controls guarantee detection of issues related to missing implants. 100% of the product undergoes manufacturing controls for this kind of defect, and additionally every batch passes through quality inspection. In accordance with the analysis of the device, it can be noted that the implants were deployed before using the device since there was no biological matter in them, therefore it cannot be linked to manufacturing. Based on the information presented under this investigation, it is confirmed that manufacturing process has established validated procedures which are designed to prevent and detect this defect. A review of the batch manufacturing records was conducted on finished lot number 304l902: and no related non-conformances were identified. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would contribute to the complained device issue.¿ based on the manufacturing investigation findings, the allegation of failure out of the box could not be sustained as the device was received with signs of manipulation. The potential cause could not be established. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
This is report 1 of 2 for (B)(4). It was reported that during a meniscal repair procedure, it was observed that the truespan meniscal repair system peek 12 degree did not contain the implants to be deployed in the applicator. According to the repot, nothing came out when the surgeon tried to "shoot" the implants from the applicator. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.